Event description:
It was reported that a patient developed left nerve ear damage after being scanned with a 1.5t hdxt echospeed mr system. The patient was scanned for a breast exam and she stated that this exam was extremely loud compared to her prior mr breast exam performed at this site. The patient called the hospital the next day and stated that her left ear hearing was "fuzzy". The patient had seen her referring physician the day of her mr exam. The referring physician had her see an ent that same day and the ent physician performed a hearing test which showed left nerve ear damage. The patient had a prior hearing test last year and the results were normal. Based on hospital follow up with an acoustic questionnaire the patient was provided with ear plugs. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Patient weight was not provided.